Event description:
During matrix rib procedures sometimes when the monocortical drill entry hole is made in the rib, the resulting hole is not fully concentric due to bone splintering. At times the intramedullary splint will not lie against the rib due to the irregular splintered surface along with additional movement of the splint. Consultant states this does not happen with every patient, it is more notable in the osteoporotic patient.

Manufacturer narrative:
This info is not applicable as the complaint is not on an specific pt. Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of manufacture as no device has been returned, and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.